Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer stated the junction box was smoking.

Manufacturer narrative:
Additional/updated information was added to reflect the junction box being returned to the manufacturer for evaluation. The result of the evaluation was that the junction box produced smoke while operating the "bed up" and "bed down" functions, which confirmed the original complaint issue. Also, the foot motor continuously operated in the "foot down" direction without signaling the operation from the control pendant. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated the junction box was smoking.